Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for cervical deformity. It was reported that, rod broke at transition point when surgeon tried to add more lordosis to the cervical portion of rod. There were no broken fragments of the rod left inside the patient body. The procedure or technique performed was anterior cervical discectomy and fusion. No patient symptoms or complications reported. No additional treatment or surgery performed as a result.